Manufacturer narrative:
H6: investigation summary based upon our investigation and the report provided, we confirm the complaint for skin irritation caused by an allergic reaction. However, we are unable to confirm that this reaction was definitely caused by the product chromagar orientation medium, the pouch or the plate. A corrective and preventive action will not be implemented as a trend could not be identified. A definite root cause could not be determined. A bhr (batch history record) could not be performed as a specific lot number was not provided.

Event description:
A lab technician reported that while using bbl chromagar orientation medium, they had an allergic reaction resulting in anaphylactic shock. The customer sought medical attention, immediately going to the emergency room for treatment. The customer was treated with antihistamine and epinephrine.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
A lab technician reported that while using bbl chromagar orientation medium, they had an allergic reaction resulting in anaphylactic shock. The customer sought medical attention, immediately going to the emergency room for treatment. The customer was treated with antihistamine and epinephrine.